Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 471 mg/dl. The customer stated that insulin pump showed 164 mg/dl when his blood glucose was 64 mg/dl. The customer was kicked out from auto mode due to maximum delivery. The customer¿s blood glucose was 74 mg/dl and the sensor glucose was 174 mg/dl at the time of the incident. The insulin delivery was not suspended due to sensor values. The customer declined troubleshooting for high blood glucose value because he thought that he under bloused himself. The insulin pump and sensor was not calibrated. The insulin pump will not be returned for analysis.